Manufacturer narrative:
Bottle 14 (xylene) was removed from the instrument at 00:52am on (B)(6) 2016 for approximately six minutes; and the properties of the corresponding reagent station were reset at 00:59pm on (B)(6) 2016. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. The reagent in bottle 14 (xylene) was used for the first time for the final clearing step of the "6 hr xylene" protocol started in retort b at 05:59am on (B)(6) 2016; and was subsequently also used for the final clearing step of the "3hr xylene" started in retort a at 01:21 on (B)(6) 2016. It was determined that the quality of tissue processing from the "6 hr xylene" protocol started in retort b at 05:59am on (B)(6) 2016 and the "3hr xylene" started in retort a at 01:21 on (B)(6) 2016 would have been adversely affected by the incorrect user action of resetting the properties of the bottle 14 (xylene) at 00:59am on (B)(6) 2016. Although the user affirmed in the instrument software that the concentration in bottle 14 (xylene) was to be set to default value of 100% at 00:59am on (B)(6) 2016, the complainant confirmed that the reagent in bottle 14 was not changed correctly and that water was subsequently observed in reagent bottle 14 following the protocol runs from which sub-optimal tissue processing was reported. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 14 (xylene) was used in the final clearing step of the "6 hr xylene" protocol started in retort b at 05:59am on (B)(6) 2016 and the "3hr xylene" started in retort a at 01:21 on (B)(6) 2016. The minimum final reagent concentration required for xylene is 95%. The consequences of using water-contaminated xylene for the final clearing step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The instrument operated within specification and functioned as designed during execution of the "6 hr xylene" protocol started in retort b at 05:59am on (B)(6) 2016 and the "3hr xylene" started in retort a at 01:21 on (B)(6) 2016 from which the quality of tissue processing would have been adversely affected. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the "6 hr xylene" protocol started in retort b at 05:59am on (B)(6) 2016 and the "3hr xylene" started in retort a at 01:21 on (B)(6) 2016. The specific use error was that a user failed to complete manual replacement of the reagent in bottle 14 (xylene) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples from both a three (3) hour protocol run in retort a and a six (6) hour protocol run in retort b. The complainant reported a "strong xylene smell from waxes and a greasy feel"; and described the affected tissue samples as poorly embedded. The complainant also advised that the reagent in bottles 4 and 14 had been replaced on (B)(6) 2016 prior to running the two (2) protocols from which sub-optimal processing was identified. During a follow-up telephone call on 08 february 2016, the complainant stated that: "we found water in bottle 14". On (B)(6) 2016, a leica field support scientist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss reported that the complainant had confirmed that the reagent in bottle 14 (xylene) "...]was not changed appropriately....]" Prior to the two (2) protocols from which sub-optimal processing had been identified; and advised that the reagent in bottle 14 and the wax in all wax chambers had been replaced prior to arrival of the fss on-site. On (B)(6) 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable following reprocessing on an alternative instrument located in the laboratory.